Manufacturer narrative:
There is no customer information available, and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation cannot be made at this time. Currently, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. Appropriate code updated/corrected in this follow-up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to asthma,rhinitis,headache and inflammatory reaction. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.